Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted. It was reported that at the pump refill the expected reservoir volume was 5.8 ml and the actual reservoir volume was 12.5 ml. The patient had no symptoms. Per the hcp, they had no plans to refer the patient to a neurosurgeon for pump replacement for this issue unless the patient became symptomatic.